Event description:
During a transfer, the sling cradle allegedly fell off the boom, causing the consumer to fall to the floor. No injury is alleged.

Manufacturer narrative:
No injury had occurred. The lift has been in service for 9 years and is no longer in warranty. The lift maintenance history is unk. The lift was received and inspected by engineering. It was determined that a scale on this lift was part of a field correction and that the facility, although informed, did not perform field correction. MDR filed as a conservative measure.